Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for possible tissue injury during mitraclip (cds0601-ntr, 00213u264) use and for single leaflet device attachment. It was reported that on (B)(6) 2020, the patient presented with mixed mitral regurgitation (mr) grade 4, mitral annular calcification and calcified chordae. One mitraclip was successfully implanted on the a2p2 with good mr reduction noted. To treat the medial-lateral jet, another mitraclip (cds0601-ntr, 00213u264) advanced. This clip had difficulty grasping due to the calcified chordae. Approximately 8 grasping attempts were performed. During the grasping attempts, a torn chord was possible. Eventually, the clip had successfully grasped both leaflets and clip deployment was performed. Post clip deployment, the posterior leaflet detached from the clip while the clip remained attached to the anterior leaflet, a single leaflet device attachment (slda). It was decided not to implant any other clips. No further treatment was provided and the mr had been reduced to grade 3. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the reported difficult leaflet grasping and single leaflet device attachment are the result of patient anatomy. The reported tissue damage is likely a result of the difficult grasping. There is no indication of a product issue with respect to manufacture, design, or labeling.